Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: using the pre-implant angiogram image for an assessment, there might have been product use was incongruent with the IFU due to these suspected findings: an aortic neck of less than 10 mm; a greater than 15 percent change in the conical neck; greater than 90 degree angulation of the left common iliac artery. Cautionary product use that might have contributed to this event included: chronic kidney disease and the inability to tolerate contrasted surveillance; and, morbid obesity. The patient's use of antiplatelet therapy might have contributed to this complaint due to the known increased risk for bleeding complications. A type ii endoleak was substantiated at the implant procedure. Fifteen months post implant, the type ib and ii endoleaks at the event angiogram (and MRI 13 months post implant) were not well demonstrated radiographically, but were denoted within the medical documentation. The secondary procedure was substantiated; procedural outcomes of the bilateral iliac placements were not demonstrated radiographically. The patient required one unit of blood prior to discharge for post-operative bleeding, but was discharged home on post-operative day three on antiplatelet therapy. A manufacturing record review was performed. The lots met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history shows that no other units from the lots have been involved in any similar events at this time. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues could not be definitely identified. The clinical review suggests that there might have been a type ii endoleak and a type ib endoleak. There were a number of patient anatomical issues that are considered off-label use of the device. The greater than 90 degree angulation of the left common iliac artery was probably the biggest factor and the most likely cause of the reported issue. No specific device problem was identified in the investigation.

Event description:
It was reported that approximately 15 months post implant of a bifurcated stent graft and suprarenal aortic extension, the patient developed a distal endoleak. The physician was not able to tell exactly where the distal endoleak was coming from and implanted two limb extensions. The patient was reportedly doing great and was discharged from the hospital three days post procedure.